Manufacturer narrative:
The customer reported the following complaint issue: a defibrillator patient took a shock during a procedure using a cook dt-6-xl device stopped the esu generator after about 4 seconds. The facilities limitations suggest that patients could still get a shock with 4 seconds on and 4 seconds off. The cook dt-6-xl (emr) device has a specification of voltage limitation. The esu generator device shows watts. There is no way to know whether or not a specific watt setting will exceed the limitation. The anesthesiologist called erbe tech support regarding the issue and sent the cook user document from the website. The tech support was unaware the erbe esu generators were being used with the cook device. The anesthesiologist is inquiring with the esu generator to ensure compliance with these limits, especially with a patient with a cardiac pacemaker or defibrillator. The dt-6-xl devices are used for endoscopic mucosal resection in the upper gi tract. The device is intended for single use only. Further investigation into this complaint event indicated the instructions for the erbe icc 200 generator used during this procedure would state the settings for cut mode and coagulation mode and whether or not these settings would exceed the maximum rated input voltage as per the instructions for use for the dt-6-xl device. The IFU for dt-6-xl states "following the electrosurgical unit manufacturer's instructions for settings, verify the desired settings and activate the electro surgical unit. Note: the maximum rated input voltage for this snare is 2 kilovolts peak-to-peak for cut mode and 5 kilovolts peak-to-peak for coagulation mode." The instruction manual for the electrosurgical unit (esu), in this case the erbe icc 200 generator, showed the maximum voltages at different power settings for use on cutting and coagulation modes. This would be in watts and volts (often displayed in the form of a graph) and this would be used to check the compatibility of the esu with the cook dt-6-xl device. The precautions section of the instructions for use for the dt-6-xl device further advises: "before using this device, following the recommendations provided by the electrosurgical unit manufacturer to ensure patient safety through the proper placement and utilization of the patient return electrode. Ensure a proper path from the patient return electrode to the electrosurgical unit is maintained throughout the procedure." The device involved in this complaint was not returned for evaluation. However, upon review of the complaint it is possible that the user did not follow the recommendations provided by the electrosurgical unit manufacturer in relation to the electrosurgical unit, which lead to the patient receiving a shock during the procedure. A definitive cause for the customer's complaint was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, cook ireland could not reproduce the actual conditions of device usage. Patient status and outcome was requested but has not as of yet been received. With the information provided a document based investigation was carried out. As the lot number involved in this complaint is unknown, it was not possible to determine if there were other dt devices of the same lot in stock at the time of the complaint investigation. As the lot numbers of the device involved in this complaint was not provided, it was not possible to conduct a review of the device manufacturing records for this device. Prior to distribution all dt-6-xl devices are subject to visual inspection to ensure device integrity. The device involved in this complaint was not returned for evaluation, however, the customer's complaint was confirmed based on customer testimony. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.

Event description:
A defibrillator patient took a shock during a procedure using a cook dt-6-xl (emr) device with an erbe icc 200 generator. The shock is stated as emi. There might have been a second one except that the user of the cook dt-l-xl device stopped the esu generator after about 4 seconds. The facilities limitations suggest that patients could still get a shock with 4 seconds on and 4 seconds off. The cook dt-6-xl (emr) device has a specification of voltage limitation. The esu generator device shows watts. There is no way to know whether or not a specific watt setting will exceed the limitation. The anesthesiologist called erbe tech support regarding the issue and sent the cook user document from the website. The tech support was unaware the erbe esu generators were being used with the cook device. The anesthesiologist is inquiring with the esu generator manufacturer to ensure compliance with these limits, especially with a patient with a cardiac pacemaker or defibrillator. Information relating to patient outcomes has been requested but has not been received to date.